Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that in 1998, a lead was explanted 10 day after because of an infection. It was noted that paresthesia was great.